Manufacturer narrative:
Visual inspection of the returned patient circuit set confirms the reported issue - the hose material has a rupture leading to complete segmentation of the tube into two pieces. The imaginable root causes are manifold and may include material as well as manufacturing defects and - of course, rough handling. Just from the appearance of the hose and the crack area it is impossible to differentiate between these. There were no signs for potential nonconformities in regard to material or assembly observed. As a consequence of this cracking or rupture a large leakage will occur likely leading to massive disturbance of ventilation. The basic device will post a corresponding alarm. Since the product is a hospital consumable, replacement shall be at hand immediately. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report # 9611500-2019-00032.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the breathing hose cracked during use and consequently developed a significant leak. There was no injury reported.